Event description:
It was reported that (9) tr45b were used during a lung procedure. It was reported by the affiliate that the device did not staple correctly and did not close. Too much tissue was between the jaws. Opened a new device to complete the case. There was no consequence to the pt.